Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have experienced high blood glucose and low blood glucose. Customer's high blood glucose went to 400 mg/dl and couple of times low blood glucose went to 46 mg/dl. Customer's blood glucose would drop into the 50 mg/dl or 60 mg/dl. Another day customer's blood glucose went up to over 200 mg/dl almost 300 mg/dl they took one shot of insulin and then after they disconnected it went down to 54 mg/dl. Customer took a shot of glucose and treated with food. Customer reported shaking, sweating and fatigue as symptoms of low blood glucose event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Drive support cap appeared normal. Customer was assisted with troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.